Manufacturer narrative:
This report is for an unknown synthes ao hook plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chandrasenan, j., badhe, s., cresswe, t. And de beer, j. (2007), the clavicular hook plate: consequences in three cases, european journal of trauma and emergency surgery, vol. 33 no. 5, pages 557-559 (south africa). This study presents 3 cases where there was an adverse outcome following the insertion of the hook plate and review the following case report of a (B)(6) year-old male sustained a grade iii ac joint dislocation of his left shoulder following a rugby tackle. He was treated initially with unknown synthes ao hook plate fixation. Postoperatively the patient had on going severe pain at 9 months. This patient subsequently underwent a diagnostic arthroscopy which revealed a normal glenohumeral joint but evidence of damage to the supraspinatus tendon. The hook plate was removed and following review at 6 months, he exhibited complete painless range of movement returning to his previous level of sport. Another case report of a (B)(6) year-old female sustained a fracture of the lateral end of the clavicle following an accidental fall which was treated with unknown synthes ao hook plate. Postoperatively the patient had unremitting pain at 6 months. Radiographic studies revealed that the fracture had not united. Hook plate was then removed. A year later, she had complete range of pain free movement with normal strength despite some superior migration of the lateral end of the clavicle. The last case was a (B)(6) year-old male was treated with unknown synthes ao hook plate for grade iii ac joint dislocation. The patient remained symptomatic. Athroscopic examination revealed hook plate erosion into the under surface of the acromion. The movement of the plate underneath the acromion with shoulder movements was clearly demonstrable. The hook plate was therefore removed. 6 months later, this patient remained pain free and demonstrated a full range of movement of his shoulder. This report is for (B)(6) year-old female who had unremitting pain and the fracture had not united. This report is for an unknown synthes ao hook plate. This is report 2 of 3 for (B)(4).